Manufacturer narrative:
Information was received on 12/01/2020 indicating that there was no patient involvement, all errors occurred during testing.

Event description:
It was reported that a smiths medical pump displayed and error code 41980. No adverse patient effects were reported.

Manufacturer narrative:
Other, other text: additional information: h6, h10: device evaluation: one smiths medical cadd solis vip pump was returned for analysis with no physical damage noted on the pump. During analysis, the customer's concern was found in the application and event log. Due to 3 entries of the reported error 41980, the printed wire assembly (pwa) board will be replaced. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.